Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
During impella 5.5 support, it was indicated that the user encountered a placement signal issue with the automated impella controller (aic). It is unknown how the issue was resolved and no further information was provided. This is considered a malfunction.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.